Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable for this report. (B)(4).

Event description:
A health care professional reported that two knife blades were noted to be bent on the tip and were unable to pierce the cornea during surgery. Alternate knives were obtained in order to complete the procedure. There was no patient impact reported. Additional information has been requested and is confirmed to be unavailable.